Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced drawer failure and inadequate storage space. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a pocket failure. A field service engineer removed debris, the row board cable connections, and secured the hard stop mounting screws to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.